Manufacturer narrative:
Serial numbers: unknown and (B)(4). One device was received for evaluation. External and internal inspections were performed with no power cord issues noted. No evidence of fraying was found on the power cord. Functional testing was performed, and the device operated as intended. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 3 </noe> malfunction events. It was reported that the cords of three automated compounding device (acd) hardware main module compounders were frayed. One main module compounder cord was frayed and sparking, one power cord was frayed and the internal wires were exposed, and one power cord was frayed. There was no patient involvement. No additional information is available.